Manufacturer narrative:
The reported issue was not confirmed. The device had a flow rate accuracy of (B)(4)%, which is within the requirement of (B)(4)%. The device was tested and met all specifications on 10/25/2016. Upon receiving the complaint, it was intially determined as not reportable. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 11/15/2016.

Event description:
The user reported that the device was infusing too slow. "The infusion that should have taken 15 mins take about 1 hour to complete. The patient involved was not harmed and was released without any issues. This pump was infusing 45cc of premed at a unknown rate. The pump was removed from that floor after issue was observed".